Manufacturer narrative:
Product in complaint was returned to zoll on 04/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the top cover, bottom cover and battery compartment were damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a user advisory 16 (time out moving to take-up position). Further inspection of the device identified the cause of the ua 16 to be that the drive train motor brake rusted and seized up. Upon cleaning the corrosion and rust off, a brake gap inspection was performed and it was verified that the brake gap was within specification of 0.008" ±0. 001". Functional testing was then continued using a large resuscitation test fixture for several hours and no other user advisories or warnings were exhibited. Unrelated to the reported complaint, a sticky encoder shaft symptom was also observed during inspection. The sharps edges of the clutch plate were de-burred to remedy the issue, but was unsuccessful. Therefore, the clutch plate was replaced. A review of the archive was performed and multiple ua 16 codes were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the top cover, bottom cover, battery compartment, and clutch plate. In summary, the reported complaint of the platform displaying a ua 16 code was confirmed during functional testing as well as archive review. The cause was confirmed to be that the drivetrain had rusted and seized up. The drivetrain was cleaned and serviced in order to remedy the complaint. Following service, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform kept displaying a user advisory (ua) 16 (timeout moving to take-up position) message. The customer ensured that the lifeband was not twisted and that there were no obstructions. The customer also attempted to reset the lifeband, however, the issue would not resolve. There were no reports of any patient involvement. No further details were provided.